Event description:
Routine complaint investigation when consumer stated they received a high reading (272mg/dl) on the medisense 2 glucose meter when compared to a valid laboratory result of 163mg/dl. There was no report of death or serious injury. No strip lot number was reported. If the consumer was using plasma calibrated strips, the difference in the values plotted on a clarke error grid, would fall into the "c" zone which has been determined to be clinically significant.